Manufacturer narrative:
H3 and h6 codes - updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient underwent a tracheostomy due to weak ability to expectorate phlegm, which could not be expelled. The tracheostomy tube cuff leaked air, causing the tube to dislodge. The patient¿s oxygen saturation dropped, and an urgent ent consultation was requested. The tracheostomy tube was repositioned, and the patient¿s oxygen saturation returned to normal. There was no patient harm reported.